Event description:
It was reported that this lead was an attempted implant. During the procedure the defibrillation thresholds were high, and the pace impedance was greater than 2,000 ohms. The lead was exchanged, and the procedure was successfully completed without adverse effects. The lead was received for analysis.

Event description:
It was reported that this lead was an attempted implant. During the procedure the defibrillation thresholds were high, and the pace impedance was greater than 2,000 ohms. The lead was exchanged, and the procedure was successfully completed without adverse effects. The lead was received for analysis.

Manufacturer narrative:
Investigation summary: with the available information, and based on returned product analysis, boston scientific concluded that there was no problem detected with this device. Device history record review: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process-related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Device technical analysis: upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. A stylet insertion test was also performed and indicated no blockage in the lead lumen. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.